Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device healthcare professional later reported complete rupture on the rga. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as smooth opening. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease is observed. Observed, 40 mm dark patch edge material inside gel device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, a left side exchange with no complaint against the device. Healthcare professional, later reported, complete rupture on the rga. Device has been explanted.